Event description:
F60 use #15. This patient offered no complaints pre treatment. Pre temp was 98.3 with a maximum temp of 99.2. One hour into the treatment. She c/o chills and back pain. The doctor was in the unit at the time and orderal the treatment disc and a cbc and bl. Cultures drawn. The patient was then placed on a new wet pack f60 and dialyzed the rest of the treatment. Her bp was low the remainder of the treatment. The patient was given vancomycin 1 gm, gentamycin 90 mg IV and tylenol 500 mg t tab po. She was sent to the ER and admitted post reatment for her low bp and back pain. She was since returned to the unit and dialyzed with no further problems. The physician stated that this was a pyrogenic reaction.